Event description:
Pt was treated for hemorroids using an infrared coagulator. Pt was found passed out and bleeding at home. Pt was brought to the hospital via ambulance. After the initial exam, the pt had several defects or "holes" in the rectal mucosa of the right posterior pile. Pt was taken into surgery where the "holes" were sutured in order to stop the bleeding. The pt expired the following morning.